Manufacturer narrative:
Product analysis:macroscopic examination confirms probe bent in multiple locations, with probe tip breakage near the distal tip. Optical examination reveals a fairly tortuous fracture surface, consistent with bend stress overload.

Event description:
Procedure: lumbar/sacral fusion it was reported that, sound probe tip broke while measuring the length of a screw. The products came in contact with the patient. No patient complication were reported.